Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed cellulitis around the generator site. It was reported that antibiotics were prescribed and the patient was referred to surgeon for assessment. No further information has been obtained to date.

Event description:
It was reported that the patient underwent generator explant at the end of 2013. It was reported that the lead was left in place and the plan is for the patient to see the infectious disease physician and proceed to reimplant. Surgery has not been performed to date.

Event description:
Supplemental MFR. Report #2 inadvertently reported the generator explant. The generator explant was previously reported in MFR. Report # 1644487-2014-00418.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.